Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within 3 minutes she obtained a difference of 30 mg/dl between the blood glucose readings obtained on the contour next link 2.4 meter and a non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event. The product is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. In-house testing was not performed as the lot # of the test strips involved in the event was unknown. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.